Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
Related manufacturer reference numbers: 2938836-2017-22802, 2017865-2017-02507. Noise, undersensing, low pacing impedance and automatic mode switching episodes were observed on the atrial channel. In addition, insulation damage of the atrial lead was observed. Externalized conductors were observed on the right ventricular (rv) lead via x-ray examination without any patients symptoms or signs on the electrocardiogram of the rv lead. The rv and atrial leads were capped and replaced. In addition, the ICD was also replaced due to the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient is stable.